Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, an issue with the force sensor, and a damaged battery cap. This report is made based on results of investigation completed on 10/28/2013.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the black box and history recorded multiple call service alarms. The battery compartment was cracked from the threads to the case seal. The battery cap was observed to be stripped and unable to attach to the pump; performance testing was completed with a test battery cap. The pump emitted a no cartridge detected alarm when it was run through the steps to prime. A 24 hour test was unable to be completed due to the pump emitting a call service alarm. The force sensor calibration was found to be out of specifications. Contamination was found in the force sensor assembly. The force sensor resistance reading was high at 174k ohms. Further investigation into the force sensor was unable to be completed due to a call service alarm. The display screen was found to be dim and discolored. A test screen was placed into the pump which caused the contrast and color to return to normal. The bolus button was hard to push and was torn. There was corrosion on the bolus button contact. The ok button was intermittently responsive, but all other buttons were not functional. There was no damage to the keypad, but there was corrosion on all of the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).